Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a patient (demographics unspecified) who received treatment with synvisc one injection and after few hours the patient required a cane and physical assistance to walk, experienced fever, chills, fatigue, require assistance to bear weight, left knee swollen from above the knee to midcalf, left knee became red and left knee '8' pain scale within few hours. No past drugs and concurrent condition was reported. Patient had artificial aortic heart valve. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose, lot number and expiration date: not reported) for arthritis in both the knees at the clinic. Patient stated that within a few hours, the left knee became swollen (from above the knee to mid-calf), red and very painful. Patient also had a fever, chills, fatigue, within about 24 hours of the injection. Patient required assistance to bear weight. Patient stated that the right knee did not "react". Patient had been self-treating with ice packs 4 times daily and paracetamol (acetaminophen). The physician would not draw fluid from the knee, but given the artificial valve. They would treat the patient with ciprofloxacin for 2 weeks. Corrective treatment: cane and physical assistance for required a cane and physical assistance to walk; paracetamol (tylenol) and ice pack for fever, chills, fatigue, left knee swollen from above the knee to mid calf, left knee became red and left knee '8' pain scale within few hours; assistance for require assistance to bear weight outcome: not recovered for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for required a cane and physical assistance to walk pharmacovigilance comment: sanofi company comment dated 4-jan-2018: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty due to pain and swelling in knee. Since events occurred after few hours of the injection, a significant temporal relationship can be established and causal role of suspect product in occurrence of the event cannot be denied. However, due to lack of information regarding medical history, injection technique, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 28-dec-2017 from the patient. This case concerns a patient (demographics unspecified) who received treatment with synvisc one injection and after few hours the patient required a cane and physical assistance to walk, experienced fever, chills, fatigue, require assistance to bear weight, left knee swollen from above the knee to midcalf, left knee became red and left knee '8' pain scale within few hours. No past drugs and concurrent condition was reported. Patient had artificial aortic heart valve. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose, lot number and expiration date: not reported) for arthritis in both the knees at the clinic. Patient stated that within a few hours, the left knee became swollen (from above the knee to mid-calf), red and very painful. Patient also had a fever, chills, fatigue, within about 24 hours of the injection. Patient required assistance to bear weight. Patient stated that the right knee did not "react". Patient had been self-treating with ice packs 4 times daily and paracetamol (acetaminophen). The physician would not draw fluid from the knee, but given the artificial valve. They would treat the patient with ciprofloxacin for 2 weeks. Corrective treatment: cane and physical assistance for required a cane and physical assistance to walk; paracetamol (tylenol) and ice pack for fever, chills, fatigue, left knee swollen from above the knee to mid calf, left knee became red and left knee '8' pain scale within few hours; assistance for require assistance to bear weight outcome: not recovered for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: disability for required a cane and physical assistance to walk additional information was received on 24-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated for follow up 24-jan-2018: the new follow up information received doesnot change previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty due to pain and swelling in knee. Since events occurred after few hours of the injection, a significant temporal relationship can be established and causal role of suspect product in occurrence of the event cannot be denied. However, due ot lack of information regarding medical history, injection technique, concurrent condition and past drugs precludes complete medical assessment of the case.